Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone and suggested the analog interface (ai) printed circuit board (pcb) be replaced. No additional information was provided.

Event description:
It was reported that a ventilator experienced an inoperative condition. There was no patient involvement.